Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014 and a left total knee arthroplasty on (B)(6) 2015. Subsequently, patient reported experiencing pain, inability to walk and two wounds near her surgery scar on the left knee. Review of radiographs revealed that the screw is two inches too long. There has been no reported revision procedure to date.